Event description:
Spontaneous call, patient reports pump is broken and the black track is not going. Pt will be infusing via manual push. Pharmacist advised of the replacement of the pump; device available for investigation. No further information provided. It is unknown if pt had any adverse events due to defective pump. Indication: selective deficiency of immunoglobulin g [igg] subclasses, freedom. Reported to (B)(6) by pt/caregiver.